Event description:
A customer contacted stryker to report that their device would not complete its boot up cycle. As a result, defibrillation therapy would not be available, if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. The cause was isolated to the system pcb assembly. The part is no longer available for repair. The device was not repaired and further root cause could not be determined. The customer was offered a warranty replacement. The device will be scrapped by stryker.